Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the front te was cut from ECG a and ECG b and the front te cable. Additionally, the trunk cable connector j703 on the distribution node pca was broken off. The root cause for the damaged connector and severed front te was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
While evaluating electrode belt (B)(4) for an unrelated issue, a reportable problem was found.